Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation at implant. After device software download, normal function resumed and the device remained implanted. The patient was fine.